Event description:
It was reported via repair work order that the cot had a bent latch bar and frame which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot had a bent latch bar and frame which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility did not respond to attempts to have the unit evaluated. H3 other text : the customer did not have the unit evaluated